Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the customer received pump errors on their device. It was reported that the customer had power loss alarm. The customer's blood glucose level was reported to be over 50mg/dl. It was reported that the customer treated low with juice. Troubleshoot was reported to be conducted. It was reported that the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was monitored for 48 hrs. No unexpected power loss alarms, insert battery now, pump error 41 or pump error 24 were noted. The battery was removed from pump and monitored for10 minutes. It powered up properly after insertion of the battery and no pump error 23 alarms were noted. Pump error 63 confirmed in pump history due to cold solder joint at keypad assembly. The motor and force sensor were found with traces of corrosion. The device was received with cracked keypad overlay at select button. The insulin pump was received with minor scratched lcd window, case and keypad overlay.